Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zfxm); product type: 0200-lead; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they are having pain in their spinal cord that is radiating. At 3:30 last night they got up and it felt like it was at their coccyx. Sometimes it goes up higher, and sometimes it stays low, but they have a feeling the lead wire could be pressing on something, causing it. They started having a little pain in january, and in february it started getting really bad. They were going to go to pain management and get an injection in their back yesterday, but they ended up with the flu. They think maybe instead of taking an image of their lumbar spine, they should have taken it of the sacral part of their spine. The pain is really bad, and they put a lidocaine patch on their back and took a pain pill and it is just enough. The pain takes their breath away. They have turned the stimulation off for 2 days, and it has not helped. Patient stated the doctor who implanted the interstim did a bad job putting it in and the wire at the site where they implanted the wire is all curled up and not straight. The patient was redirected to their healthcare provider to further address the issue. The patient already contacted the office but has not heard back. Provided physician listings as the patient is considering seeking out a new physician.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zfxm implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was anunexplained back pain as it is unknown at this time what is causing so much lumbar and sacral pain. X-ray was already taken of the lumbar ad sacral areas.